Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following : the patient underwent a right total hip arthroplasty procedure due to degenerative arthritis. The patient underwent a revision procedure due to pain and elevated metal ions. There was a small effusion around the hip. During the procedure, small amount of trunnionosis was observed around the trunnion. The head and liner were removed and new zimmer biomet products were implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) head. The product was returned and evaluated. A visual examination of the returned product showed outer spherical scratches. Nicks and gouges were noted around the flat circumference of the taper hole. The taper hole also showed dark foreign debris. No other damage was noted. The stem was not returned for evaluation. The head was analyzed using a scanning electron microscope (sem) and fretting on >30% of the surface and/or aggressive local corrosion attack with corrosion debris was observed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Brand name: femoral head sterile product do not resterilize 12/14 taper. Concomitant medical products: item# 00786401200 femoral stem press-fit collarless 12/14 neck taper standard body. Standard neck offset size 12 128 mm stem length cementless lot# 61403044. Item# 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length lot# 61493834. Item# 00620204820 shell porous with multi holes 48 mm lot# 60719681. Item# 00631004832 liner 10 degree elevated rim 32 mm i.d. For use with 48 mm o.d. Shell lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02201 stem.

Event description:
It was reported that the patient required revision due metallosis poisoning, pain, high cobalt/ chromium levels eight years post initial implantation. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was revised approximately eight years post implantation due to pain and elevated metal ions. During the revision, trunnionosis was noted without surrounding tissue damage. Small amounts of trunnionosis with some black material was present around the trunnion. There was yellow discoloration on the poly. No gross metallosis was seen. The head and liner were exchanged without complication. The stem was well fixed and remains implanted.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.